Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy during an intervention with a patient. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section a1, b5 and h6 health effect - impact code, have been corrected. According to the latest information provided by the customer, no patient was connected to the device when the reported issue occurred. Additional clarification was requested due to inconsistencies in previously provided information; however, no response has been received to date.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy during an intervention with a patient. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned for the customer for use.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy during an intervention with a patient. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.